Manufacturer narrative:
(B)(4): the customer reported the device had a blank display and that the ac led indicator wasn't illuminated. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device had a blank display and that the ac led indicator wasn't illuminated.